Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp, con) reported that the patient's tremor is worse on their right extremity of the week prior to date notified. The patient programmer (pp) was used to check the implantable neurostimulator (ins) status and it was found that stimulation was off, with the patient confirming that they did not turn stimulation off themselves and are unaware of when or how it was turned off. Instruction was given and stimulation was able to be successfully turned back on. Additional information received from the hcp on jan-30 reiterated that the cause of the ins being off was not known, but that they were able to turn the ins back on which improved the patient's tremor significantly. The patient came in with the ins off and as soon as it was turned back on their symptoms improved. The patient's indication for implant is essential tremor and movement disorders. *see related pe 701627325 frayed antenna**